Event description:
Information was received from a patient via friend/family member who was receiving baclofen (1000 mcg/ml at 346 mcg/day) via an implantable pump for intractable spasticity. It was reported that when the patient moved in certain positions, the pump would flip. It was unknown if diagnostics/troubleshooting were performed. The healthcare provider revised the pump pocket by securing it within the pocket with sutures at each of the suture points on the pump. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.